Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this displayed no capture one day post implant. It was reported that the slack had been pulled out of the lead. An echocardiogram was performed and a perforation was noted along with a small pericardial effusion. The patient was rechecked the following day with normal sensing, impedance and threshold measurements noted. The lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The inner conductor coil was stretched/deformed.